Manufacturer narrative:
The (B)(4) analysis inspected one opened or used enlite sensor and performed bicarbonate buffer test per (B)(4). The sensor failed per specifications due to high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the sensor gave a reading of 45 mg/dl when the blood glucose reading was 115 mg/dl. She also reported receiving a calibration error alert. Customer stated that there was no delayed or incorrect entry of a blood glucose reading. Customer stated that the alert did not occur as the result of the first calibration attempt after initialization. Nothing further was reported.